Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient was over infused with ketamine. It was noted that the patient started to hallucinate, but that there was no patient harm. Bd received the additional following information: it was reported that when the nurse started the infusion set-up, they noticed that the fluid stated to "backflow" before the tubing was even connected to the patient. The event occurred on (B)(6) 2025 at 2010. The patient was not provided any additional medical intervention to treat the patient's hallucinations and it was noted that the patient neurologically stabilized. The ketamine infusion had an intended rate of infusion of 0.4ml/hr with a 10ml syringe at a concentration of 250mg/10ml. It was also noted that there was a ns 0.9% infusion running at 10ml/hr.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion event was not confirmed during the review of the log nor laboratory testing. Laboratory test results showed that during syringe volume detection accuracy, the pga module was observed to be within +/-2% of the actual volume. Per srd-1445, the volume read is within the baseline requirements for syringe volume accuracy. Alaris system maintenance results indicate that the pga is performing as designed and passed all accuracy measurements. As the pga dose request cord was received, a preventive maintenance task was performed using asm v12.5. The suspect pga module passed all the tests; however, the dose request cord was found to be non-functional, and therefore the binary switches task failed. This should be noted as incidental finding not related to the reported issue, as the log review identified the event programmed infusion in continuous mode. According to the event log review, the suspect pga module was attached as channel b to the concomitant pcu on (B)(6) 2025 at 8:19 pm. At 8:22 pm an infusion of ketamine with rate of 0.4 ml/h and volume to be infused (vtbi) of 3.6833 ml was programmed and started, 2 minutes after the infusion was paused and at 8:25 pm the suspect pga was turned off. The same infusion was programmed three (3) times during the reported event day. Between 8:27 pm and 8:31 pm, a new infusion with the same parameters was programmed. During this period, the pga alarmed twice for door opened and was turned off prior to completion. The same behavior occurred between 8:34 pm and 8:42 pm the infusion was programmed and started, a few minutes after the user pressed key ¿channel off. There is no record of further infusions during the reported event day. Alaris system user manual (v12.3.2), states; to ensure proper operation, the system must remain in an upright position. Maximum over-infusion which can occur in the event of a single-fault condition will not exceed 2% of nominal syringe fill volume during loading and 1 % of maximum syringe travel after syringe loading. Instruments are tested and calibrated before they are packaged for shipment. To ensure proper operation after shipment, it is recommended that an incoming inspection be performed before placing the instrument in use. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported ¿over-infusion of ketamine¿ was not determined. Event log review did not reveal any inconsistencies on the programmed infusions during the reported event date; extensive laboratory testing was not able to replicate the reported issue. Note that this report lists imdrf annex a1301, g04070, c020, d15, codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient was over infused with ketamine. It was noted that the patient started to hallucinate, but that there was no patient harm. Bd received the additional following information: it was reported that when the nurse started the infusion set-up, they noticed that the fluid stated to "backflow" before the tubing was even connected to the patient. The event occurred on (B)(6) 2025 at 2010. The patient was not provided any additional medical intervention to treat the patient's hallucinations and it was noted that the patient neurologically stabilized. The ketamine infusion had an intended rate of infusion of 0.4ml/hr with a 10ml syringe at a concentration of 250mg/10ml. It was also noted that there was a ns 0.9% infusion running at 10ml/hr.